Manufacturer narrative:
The msd was not returned with the catheter. The investigation of the catheter on 01 dec 2017 confirmed the following iddc damage: kink at 1005 cm, flattened proximal marker band, puncture in the inner and outer drug wall at 91.4 cm, kink in the stiffening wire at 89.4 cm, wavy wires, kink at 25 cm, kink at the distal end of the strain relief (locations were measured from the distal end of strain relief). The cause of the iddc puncture could not be determined. A device malfunction was not confirmed, but could not be ruled out. No serious injury was reported. If a device malfunction caused this event and the malfunction was to recur, it could result in serious injury. This event is being reported in an abundance of caution. The IFU warns the user to not advance if resistance is met without first determining the cause of resistance under fluoroscopy and taking any necessary remedial action. Excessive force against resistance may result in damage to the device or vasculature. User error was not confirmed, but could not be ruled out as a cause or contributing factor to this event.

Event description:
On (B)(6) 2017, it was reported that the physician was unable to advance the ultrasound wire (msd) through the catheter. It was reported that a standard 6 fr sheath was used and there was no kink in the catheter or tortuous anatomy noted. A second catheter was used without issue and it was reported that the patient received a full therapy with a good outcome. No adverse events were reported in association with this event. The complaint-related catheter (without the msd) was returned for evaluation.